Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (confirmed via site) indicated the site loaded two scans to the navigation system. One exam had a spine running through the middle of the face and the other scan contained only the frontal sinus. It was believed accurate registration was not possible with the loaded scans. The probable cause was reported as poor scans. The issue had since been resolved. The site was in agreement with the quality of the scans. The site sent different scans for the same patient and they were to protocol.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system for a functional endoscopic spinal surgery (fess) procedure. It was reported that there were issues with registration during a procedure. The registration pattern continued to show on the system near the mouth when tracing on the top of the head. It was noted that the site rebooted the system but continued to have the same issue, and the surgeon proceeded without navigation. There was a 15 minute delay to the procedure and no impact to patient outcome.